Event description:
Patient reported that the monitor failed to complete the reboot process . All troubleshooting attempts unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing but failed inspection for sd card issue unrelated to the reported issue. The issue involves a device data communication activity that is independent of patient therapy and bears no risk to patient safety or wcd effectiveness. All data is stored in the monitor for later transmission. Will continue to trend for future occurrences.